Event description:
During resuscitation patient had a shockable rhythm, patient shocked at 200 jewels after patient was cleared. Left lower anterior pad during shock popped and sparked leaving a mark on the patient. The corner of the pad was noted to be on a dressing, dressing was removed by act nurse. Connections were checked to ensure connections were placed correctly. Skin was intact and the same pad was replaced. Later in the code patient required defibrillation again. Patient was shocked at 360 jewels at this time, right arm posterior pad sparked and made a loud pop resulting in a burn on patient. 1mm black burn at the base of the right substernal area. Postmortem care reveals left anterior burn from pad and sub sternal shearing due to compressions. Pads had been exchanged with new set and patient received multiple shocks afterwards without further malfunctions.